Manufacturer narrative:
Alleged failure: cib samatha, onsite, issue: light went in and out. [Update - a replacement tower was used to complete the procedure. 15 minutes of loss of light. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a damaged contact ring. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.